Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and six days post a chronic catheter placement, the catheter allegedly had breakage from the inside. It was further reported that the catheter allegedly had pink discoloration. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Discoloration was noted on the distal end of the clamping sleeve. Infusion test was performed, and a leak was observed from what appeared to be a burst on the center portion of the inner lumen. Upon infusion, ballooning was observed on the catheter body, proximal to the clamping sleeve. A longitudinal split was made on the catheter body where ballooning was observed, for further investigation. The burst within the inner lumen appeared to have uneven edges. The split/break surface was difficult to observed under microscope observation. Therefore, the investigation is confirmed for the reported catheter discoloration and the identified material protrusion, stretched and burst issues. However the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and six days post a chronic catheter placement, the catheter allegedly had breakage from the inside. It was further reported that the catheter allegedly had pink discoloration. There was no reported patient injury.